Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: flow sensor calibration failed. The alarm was observable both visually and through hearing. The malfunction is reproducible. There is patient involvement. Medical intervention was required. Patient was manually bagged for the remainder of the transport. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The flow sensor calibration failed during patient ventilation. The device alarmed both visually and audibly, and the patient had to be manually ventilated for the remainder of the transport. No patient harm occurred. Consequently, the event did not cause or contribute to a death or serious injury. The most probable root cause of the event was identified as a hardware-related issue in the pressure sensor assembly, which was subsequently replaced. The failure was reproducible and confirmed during service diagnostics. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: flow sensor calibration failed. The alarm was observable both visually and through hearing. The malfunction is reproducible. - there is patient involvement. Medical intervention was required. Patient was manually bagged for the remainder of the transport. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is ongoing.